Manufacturer narrative:
The 14fr esheath was returned to edwards for evaluation. Visual inspection of the sheath revealed the sheath was partially expanded from 4.75 inches from the distal strain relief to the distal tip region. Scratches were observed 8 inches in length from the sheath distal tip. The sheath distal tip was opened on the axial score line. The hdpe was split and soft tip damage was observed. Two kinks were noted on sheath: one was 1.5 inches from distal strain relief with minor sheath stretching due to bent valve strut. The second kink was noted 0.5 inches from the comnut. Stress marks were also observed under the strain relief approximately 2 inches from the comnut and about 0.5 inches in length. Review of the 3mensio report revealed calcification and tortuosity present in the access vessels. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. A complaint history review from september 2020 to august 2021 for the edwards esheath (all models and sizes) revealed similar events for the associated complaint codes. No edwards device defects were identified in the evaluations. Available information suggests that procedural factors (bent valve strut, damaged valve, excessive manipulation due to difficulties with ds insertion/withdrawal, high push force, improper crimping, incomplete loader advancement, valve strut caught on liner, withdrawal of burst/torn balloon, withdrawal of damaged valve) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on the evaluation of the returned device. However, no manufacturing nonconformances were identified during the evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Additionally, as no damage was alleged during device preparation, it is unlikely the sheath was damaged out-of-box. Per evaluation of the provided device, the sheath distal tip was opened and hdpe split with damage observed on the soft tip and liner slightly lifted. Per imaging evaluation, the patient's access vessel had presence of calcification. Calcium nodules within the vessel likely interacted with the sheath during device insertion/advancement, causing the distal tip to split and the sheath shaft to become damage. The complaint description states, 'difficulties were encountered during the advancement of the valve through the sheath. Flouro indicated 2 kinks in the sheath as well as a bent strut on the inflow of the valve. It was reported that the loader may have been removed too soon and the esheath was 'lifted straight up to the ceiling', resulting in the kinked sheath and possibly the bent strut.' As per the training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' The presence of calcification and tortuous access vessels could create a challenging pathway during delivery system insertion through the sheath and lead to resistance and high push force. Furthermore, as improper loader use was mentioned in case notes, this likely added to the noted resistance. Although a definite root cause could not be determined, patient factors (vessel calcification) may have contributed to the distal tip split. In addition, procedural factors (excessive device manipulation), and patient factors (calcification), in conjunction with the exposed apices of the crimped sapien 3 ultra valve, may increase the rate of the valve getting caught on the sheath and bent struts, preventing further advancement, resulting in increased push force. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Pre-decontamination evaluation of the returned esheath revealed a distal tip split. As reported, during a transfemoral tavr procedure, following serial dilation of the access vessel with a 16fr dilator and balloon, a 145fr esheath was placed. A 26mm sapien 3 ultra valve and commander delivery system were then introduced into the sheath. Difficulties were encountered during the advancement of the valve through the sheath. Flouro indicated 2 kinks in the sheath as well as a bent strut on the inflow of the valve. It was reported that the loader may have been removed too soon and the esheath was 'lifted straight up to the ceiling', resulting in the kinked sheath and possibly the bent strut. Wire position was also lost. The devices were removed without injury to the patient. A new valve, delivery system and sheath were prepared and successfully used for the procedure. No injury to the patient was reported. The second valve remains implanted in the patient.